Event description:
Ous MDR - one the day after the implantation, loss of capture and an increase in the pacing threshold were reported. The lead was explanted and returned for analysis. There is mention that after the implant procedure, the heart was found to be completely twisted around in the thorax, due to "the surgery". Additional information was received: there was a previous heart surgery which resulted in the "twisted heart". During the implantation, which was some time later, the physician recognized the "twisted heart" and found it complicated to implant the lead.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, there were no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and normal. In particular, the measurement values of the electrical analysis were within the technical specification. No anomalies could be found during the performed screw tests. There were no indications of a material defect or manufacturing error.